Event description:
Boston scientific became aware of an event that occurred in 2004, in which the patient had an nbca glue embolization procedure of a left pareital arteriovenous malformation using the spinnaker elite flow directed catheter. It was reported that during the procedure, the substance being used leaked out through a hole in the subject device, causing the patient to suffer a stroke.